Manufacturer narrative:
Additional device info: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2014-02481 for the other associated device information. It was reported to boston scientific corporation that two accutrac laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6), 2014. According to the complainant, during the procedure, the tip of the first accutrac laser fiber broke off inside the patient. A second accutrac laser fiber was used and the same issue occurred. The broken fragments were retrieved and nothing was left inside the patient. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.